Event description:
A customer reported platelet background failures on their act*diff analyzer. The customer also reported observing a fluid leak of a few drops dripping from the probe of the instrument. No erroneous results were generated for this event. In addition, no one came in contact with the fluid so there was no biohazard exposure to open wounds or mucous membranes.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse could not reproduce the leak from the probe. However, the fse replaced valve 11 (vl11), which is suspect for this type leak. After vl11 replacement no further leak and platelets background failures were experienced by the customer. Pinch valve vl11 controls the delivery of diluent to the rbc baths. Upon recur, this failure could cause erroneous results for all parameters due to sample carryover. (B)(4).